Event description:
Unomedical reference number (B)(4). Event occurred in the colombia on (B)(6) 2024, it was reported by the patient faced an issue with the infusion set as the patient faced the blocked insulin flow. After changing the infusion set the issue has been resolved. The current blood glucose level was 89 mg/dl. The patient was requested to change the infusion set and reservoir. No further information available.